Event description:
An easy core kit was used for a diagnostic pulmonary biopsy. After the procedure, the patient began to bleed in the lung. Then the patient experienced respiratory failure and had to be intubated. The biopsy took place in the right lung. The lesion size was approximately .95 cm by 1.39cm and was approximately parallel to the pulmonary artery. The space from the skin entry site to the pleural space was approximately 5.34 cm. The space from the pleural space was approximately 2.6 cm. It should be noted that there was no actual defect found with this product. Therefore, it cannot be confirmed that bleeding in the lung was caused by device. There is no further information available regarding this event.